Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. The device was subjected to and passed all returned product testing. The device was determined to have met specification.

Event description:
Boston scientific received information that this defibrillator was explanted due to an unknown reason. No additional adverse patient effects were reported.